Manufacturer narrative:
This follow-up report is being submitted to relay additional information. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. The complaint components were reviewed for compatibility with no issues noted. The complaint was not confirmed. No failures were detected. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Sections could not be completed with the limited information provided. Concomitant medical products: item name: nexgen precoat cr-flex femoral size g-rt, catalog number: 00595001702, lot number: ni. Item name: nexgen precoat stemmed tibial plate size 7, catalog number: 00598005701, lot number: ni.

Event description:
It was reported the patient experienced an unknown genitourinary/renal complication approximately 9 months after date implanted. It is uncertain if the event is device related. The outcome is still pending.

Manufacturer narrative:
Concomitant medical products: item name: nexgen precoat cr-flex femoral size g-rt, lot number: 62987691. Item name: nexgen precoat stemmed tibial plate size 7, lot number: 63092297. This report is number 1 of 3 mdrs filed for the same patient (reference 0001822565-2017-00174-1/00176-1).